Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6)2017. Approximately 4 years and 9 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022 diagnosis: failed bilateral total knee replacement secondary to bearing surface wear at surgery they found exuberant synovitis, synovial expansion and foreign body type synovial reaction. The right sided tibial polyethylene showed severe bilateral plateau wear with gross deformity and loss of substance. The patient was taken to the recovery room in stable condition. The patient has filed a short-form complaint in a multidistrict litigation titled in re: exactech polyethylene orthopedic products liability litigation, mdl no. 3044 (ngg) (mmh), and pending in the eastern district of new york. Per the transfer order creating this multidistrict litigation, ¿plaintiffs¿allege that their knee or hip replacement devices failed prematurely because of degradation of the device¿s polyethylene component, which resulted in the premature removal (or planned removal) of the prosthesis at issue.¿ because the patient has filed a suit in this multidistrict litigation, the patient appears to allege that the patient was injured as a result of premature wear of an exactech polyethylene device.

Manufacturer narrative:
D10: concomitants: 02-010-01-0335 - logic femoral ps cem right sz 3.5 4896282 02-012-41-3535 - logic tibia traptray cem sz 3.5f/3.5t 4733371 200-02-38 - three peg patella 38mm 4392409 pending investigation.